Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of the first revision surgery. This event was reported by the patient's legal representation. The implant and excision surgeries were both performed by: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the procedure. It was reported to boston scientific corporation that the patient was diagnosed with symptomatic cystocele. On (B)(6) 2013, she was implanted with pelvic floor repair kit uphold lite vaginal support system and lynx suprapubic mid-urethral sling system during an anterior repair with uphold device and retropubic sling procedure. On (B)(6) 2015, the patient underwent excision of vaginal mesh procedure with no patient complications. On (B)(6) 2016, the patient underwent excision of vaginal mesh, cystocele repair with dermis, retropubic sling and cystoscopy procedure due to recurrent cystocele, stress urinary incontinence and erosion of vaginal mesh (uphold). During the removal procedure, there were two areas noted where previously placed uphold had eroded, and were both excised. The entire apical portion of the mesh and both arms heading up to the ischial spine were removed. Some centrally located mesh was removed as well. A repliform device and a new lynx suprapubic mid-urethral sling system were implanted during this procedure.